Event description:
Pump declared alarm 20 was reported by the customer, occurring during pumping. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Despite cts assistance in loading a new cartridge, the alarm recurred, preventing successful resumption of insulin therapy. As a result, cts decided to replace the pump, and the customer was informed that a replacement pump would be provided to ensure that insulin delivery continued without interruption.